Event description:
There was a corneal burn during cataract surgery which required one stitch to close. The intraocular lens was successfully implanted and the procedure was completed with no further complications.